Event description:
It was reported that loss of capture (loc) on this left ventricular (lv) lead was suspected. Technical services (ts) confirmed that there was loc. It was also noted that the loc also led to brady pacing not delivered when required on the lv channel. Ts recommended in-office testing and reprogramming. This lv lead remains in service. No adverse patient effects were reported.